Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient a hypoglycemic event and cgm inaccuracies on (B)(6) 2014. Patient claims that shortly after checking cgm values they became nauseous and self-treated with a (B)(6). Patient reported they then experienced a hypoglycemic event accompanied by cramps and lost consciousness. Patient was attended to by an emergency physician.